Event description:
It was reported that the surgeon attempted to insert the aq2010v +11.0 diopter lens and the lens was torn by the aq cartridge. There was no eye contact.

Manufacturer narrative:
(B)(4). Method: lot order search. Results: visual inspection of the product showed half the lens was torn off and missing, there was evidence of a clear surgical residue, however, there was no visible damage to the lens. A lot order search was performed and there were no similar complaints found. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).